Event description:
It was reported that during implant, the lead was unable to be affixed to the heart muscle due to becoming "hung up" on the introducer. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the lead was unable to be affixed to the heart muscle due to becoming "hung up" on the introducer. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and the lead appeared to have been damaged at implant.